Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that x-ray confirmed that the patient¿s lead had migrated. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned back to address the issue.

Manufacturer narrative:
Corrected data: d10 - concomitant medical products and therapy dates was entered in error in the initial report.

Event description:
It was reported that the patient experienced ineffective therapy additionally, patient experienced difficulty charging the ipg. It was suspected that the ipg may be too deep. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned back and the ipg was placed closer to the skin to address the issues.

Event description:
Additional information received indicates that effective therapy was confirmed post op and the charging issue has been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.